Event description:
Boston scientific crm received information that this pulse generator went from beginning of life indicators 4 months ago to end of life indicators. The physician felt this happened faster than expected. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this pulse generator went from beginning of life indicators 4 months ago to end of life indicators. The physician felt this happened faster than expected. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
Our post market quality assurance laboratory found that the device paced and sensed normally, communicated appropriately with the programmer and passed all manual electrical measurements. The device meets specifications for normal battery depletion.